Event description:
During a colonoscopy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was advanced into position for a polypectomy. The snare would not connect securely to the active cord and therefore would not conduct current. The snare was removed from the endoscope. Another snare was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effect, due to this observation.

Manufacturer narrative:
Eval: our laboratory evaluation of the product said to be involved confirmed the report. The arms of the electrical pin located in the acusnare handle have bent together, causing a loose connection between the acusnare handle and an active cord. Because the active cord used during the procedure was not included in the return, an active cord from our shelf stock was used during our laboratory evaluation. The acusnare was subjected to a conductivity test with an ohm meter. One lead of the ohm meter was placed in contact with the snare head located at the distal end of the acusnare and the other lead of the ohm meter was placed in contact with the electrical pin in the handle of the acusnare. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. Therefore, the acusnare itself did not have a discrepancy that could have caused difficulty with current application. With the acusnare and active cord loosely connected, one lead of the ohm meter was placed in contact with the snare head located at the distal end of the acusnare and the other lead of the ohm meter was placed in contact with the power supply end of the active cord. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. Although the connection between the acusnare handle and active cord was confirmed to be insecure, the loose connection did not affect flow of current from the active cord to the acusnare during our laboratory evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: a bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application. Bending of the electrical pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the arms of the electrical pin to bend, causing connection difficulty. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.